Event description:
Customer reported false negative result with the binax now covid-19 ag self-test performed on (B)(6) 2022. Confirmation testing was performed using an unknown pcr platform on (B)(6) 2022 and generated a positive test result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 172637 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 187931 and device part number 195-430 / lot 181967. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for lot 187931 based on the total quantity of devices distributed is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.

Event description:
Customer reported false negative result with the binax now covid-19 ag self test performed on (B)(6) 2022. Confirmation testing was performed using an unknown pcr platform on (B)(6) 2022 and generated a positive test result. No additional patient information, including treatment and outcome, was provided.